Event description:
It was reported that this system underwent a generator replacement on (B)(6) 2025. Following the procedure, several atrial tachy response (atr) episodes were recorded in the logbook, some associated with noise and a brief pause in right ventricular pacing. Technical services reviewed the data and determined that atr events occurred on the day of the procedure, suggesting the events were noise related due to the generator change. Atr-5, recorded on (B)(6), aligned with an in-office check and appeared to be a user commanded temporary bradycardia for intrinsic amplitude testing. Aside from low p-wave amplitudes, device monitoring data were within normal parameters. No adverse patient effects were reported. The system remains in service.